Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump displayed a reset screen unexpectedly. Reportedly, the customer¿s blood glucose (bg) level was 500 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). The customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was discharged from the ICU on 7/1/26. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.